Event description:
It was reported a perforation with a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The laa procedure started as normal at 9:33am. The physician guided the versacross (vx) pigtail wire to the superior vena cava (svc) as normal and followed up with the vx connect with the was sheath to the svc and instructed the anesthesiologist to give heparin (20,000). Transseptal puncture was performed with no issues. The was sheath was advanced into the left atrium (la) with a little resistance. An angiogram of the laa was performed and a 27mm closure device was prepped on the table. At this point in time the physician noticed the patient blood pressure was 35/25. The anesthesiologist gave medication to bring the blood pressure up and a bolus of fluids. A sweep for a pericardial effusion was performed multiple times over the course of 5-10 minutes while they waited for the blood pressure to elevate. There was no pericardial effusion. A groin arterial line was inserted, and the patient blood pressure was checked. The patient blood pressure was consistent and had come up to 120/80. The laa closure procedure was completed with one deployment of the 27mm closure device. Position, anchor, size and seal (pass) criteria was evaluated and met, and the device was released at 10:03am. The wds and was were then removed, and the patient blood pressure became unstable again. The physician performed a venogram of the inferior vena cava (ivc) and didn't see anything concerning. At this time an xray was completed over the chest in an anteroposterior view and noticed the right side of the right lung had decompressed away from the lateral side of the ribs. At this point they called for interventional radiologist (ir) for back up and they removed 2l of blood from the patient's pleural space and placed a chest tube. The ir physician then performed multiple venograms of the lungs and various areas of the venous system and did not find any leaks. The chest tube was left in place with the bleed from the lungs slowing. The patient went to cardiothoracic (CT) surgery, and it was found that there was a perforation on the posterior left atrium. The perforation was repaired in the operating room and the patient was taken to the intensive care unit (ICU) to recover.